Event description:
Complainant alleged that during the incoming inspection of the device, the technician found that when he selected 200 joules and pressed the charge button, the device displayed an "error 44" message. The complainant indicated that there was no pt involvement in the reported malfunction.